Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional and met all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pre-surgery, it was observed that the battery oscillator device kept running at a slow rate even when the trigger was not pressed. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was not reported if there was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.